Event description:
This event was reported as shortness of breath, stenosis, and "failure". No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed thrombus within the outflow aspect of each cusp which resulted in stenosis of the effective orifice area. Rectangular portions of each cusp were missing with clean-edges on the remnant tissue which was indicative of histological sectioning prior to our receipt. X-ray analysis revealed foci of calcification within the aortic wall of the right-coronary cusp and within the free margin of the left-coronary cusp. Stent distortion was also noted which appeared artifactual of explant. Histological anlaysis was performed by our consultant pathologist and his report is as follows: "the previously examined and sampled valve shows leaflets with granular material present on the surfaces. This does not seem to impair movement of the leaflets. Histological examination shows marked degenerative changes of the leaflets characterized by a separation of collagen fibrils, with insudation of plasma proteins, and interstitial hemorrhage. There are also cholesterol clefts indicating lipid insudation in the leaflet. There is a mild host mononumclear cellular response along one surface which has overlying organizing mural thrombus with no evidence of infection in that there is no increase in inflammatory cells. Focally the host response is more marked with multi-nucleated cells also present. These are, however, limited to the surfaces of the leaflets. Microscopic focal calcification is also present within the leaflet. In focal areas, near the attachment to the aorta, there appears to be marked edema of the tissue as well. Special stains are non-contibutory. Gram stain does show very small, round blue structures which could represent gram positive cocci or some artifact. These are not associated with an inflammatory response, so I doubt that it represents true bacterial presence, unless the patient had received antimicrobial therapy, which could alter the usual, expected histological presentation of an infected valve. In summary, this valve shows severe degenerative change with very minimal calcification but with rather prominent organizing mural thrombus present which could have interfered with valve function, clinically. There is no definite infection." The primary cause for dysfunction of this valve was determined to be due to thrombus. These findings would account for the symptoms noted clinically. F10: device code = 2203 = thrombush6: 86 = x-ray analysis